Manufacturer narrative:
(B)(4).

Event description:
A report was received that when the trial lead was removed, the physician discovered the tip of the lead broke off in the patient. The physician was unable to remove the broken tip of the lead thus it was left inside the patient's body and will be removed until the patient will undergo an implant procedure.

Manufacturer narrative:
(B)(4) device evaluation indicated that the complaint had been confirmed. Visual inspection revealed that the top three electrodes were separated from the distal end. Electrodes 1 to 3 were not returned. The cables were exposed at the fractured section of the lead. Electrical tests could not be performed due to the damage in the lead. Review of the device history record revealed no anomalies. The cause of the lead damage was not determined.

Event description:
A report was received that when the trial lead was removed, the physician discovered the tip of the lead broke off in the patient. The physician was unable to remove the broken tip of the lead thus it was left inside the patient's body and will be removed until the patient will undergo an implant procedure.